Event description:
It was reported that the pumps are "always alarming". This was reported to bd representatives during site visit. Bd clinical practice consultants discussed on troubleshooting the pump errors. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.